Event description:
It was reported to resmed that an astral device displayed an error message (sf82) related to the alarm system. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint and revealed an error message (sf140) related to alarm priority. The investigation results and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the main circuit board revealed a leaky super capacitor. Review of the device data logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to super capacitor electrolyte leak. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf82) related to the alarm system. Review of the device logs identified the device had displayed an error message (sf140) related to alarm priority. There was no patient harm or serious injury reported as a result of this incident.